Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. O ring missing noted.

Event description:
Customer was reported via phone call that the insulin had a cosmetic damage. The customer's blood glucose level was 134 mg/dl. Customer stated that the o ring that holds reservoir broke. The product was returned for the analysis.